Event description:
The customer reported that a blood unit that had been distributed to facility on (B)(6) 2012, was sent back because hemolysis was observed. The unit was returned on (B)(6) 2012. Per the customer representative a hemolysis check was done on the unit prior to transfer and the unit tested negative on (B)(6) 2012. This was a drbc procedure and there were no issues with the other unit which was transfused. The blood unit number is (B)(4). The blood unit was collected on (B)(6) 2012. There was not a transfusion recipient or patient involved at the time of the rbc testing, therefore no patient information is reasonably known at the time of the event. The donors information: (B)(6), sex: male, dob: (B)(6). The disposable set will not be returned, as it has been discarded. This report is being filed due to insufficient information provided to determine if a malfunction with the potential for death or injury has occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) for the procedure was analyzed. The signals in the rdf did not indicate a conclusive cause for the hemolysis. No unusual system variable was identified and indications are that the trima accel system operated as intended. A process assessment was carried out by a terumo bct field performance engineer. The red blood cell processing was observed at the customer site. It was found that operators would strip the tubing segments up to five times. Excessive stripping can contribute to hemolysis, so it is recommended that the number of times this is performed be reduced to 2 or 3. It was also observed that the rbc units were being packaged for shipment in insulated boxes with bags of ice in direct contact with the units. The aabb technical manual states that it is best practice to ensure that rbc units do not come in direct contact with ice to prevent hemolysis. Root cause: based on the process assessment, the hemolysis was likely due to excessive stripping of the tubing segments and thermal trauma due to the unit being placed in direct contact with ice when packaged for shipment. The process assessment and suggested actions have been provided to the customer.